Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.

Event description:
It was reported that the "screws not only broke but displaced posteriorly" after the implantation. No revision surgery was reported. No other information could be obtained at this time.